Event description:
It was reported that a user experienced repeated scan errors while attempting to pair a new freestyle libre 3 plus sensor to the ilet mobile app, which resolved after a third attempt and the user was informed of the standard pairing and warmup process. Symptoms included no adverse clinical effects. Outcomes included no functional impact on therapy once the sensor successfully paired and no alerts or alarms thereafter. Investigation included remote troubleshooting and user education regarding correct scanning and pairing workflow. Investigation of this case revealed that the event was consistent with transient sensor-app communication difficulty during pairing without device malfunction, and normal operation was restored after successful scan and initiation of the warmup period. It was concluded, based on previously established findings for similar reports, that the cause was user-interface interaction during sensor pairing.